Manufacturer narrative:
Additional information has been requested, but not received. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the arcuate incision settings were turned to zero instead of turning them off, before treating a patient with laser assisted cataract surgery. This resulted in the arcuate incision being made when the laser was fired. The surgeon placed three sutures over the arcuate incision. Additional information has been requested, but not received.